Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The personality module surgeon console (pmsc) was analyzed and during visual inspection, no issues were found that were related to the reported issue. The unit was then installed in an in-house system where during programming, the surgeon console leaf (scl) slot 1 leaf was found missing, upon start up error 48200 was replicated. The complaint was confirmed based on the failure analysis. The root cause is attributed to a faulty scl board within the pmsc, which was not detected by the system and causing error 48200 to be triggered. The board is expected to process commands and data from the ssc to provide the video output to the high resolution stereo viewer (hrsv). This issue can be resolved by replacing the component.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module surgeon console (pmsc) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the pmsc.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, a nurse called an intuitive surgical (is) technical support engineer (tse) to report that their second console, which was not actively in use, had one eye black. The tse checked the logs and identified error 48200 pointing to personality module surgeon console (pmsc) slot 3. The tse suggested a system reboot, but due to the ongoing surgery, it was agreed to have a callback after the surgery for further troubleshooting. After the surgery ended, the nurse and surgeon called back, and it was noted that a reboot had not been successful. The tse asked them to clean and reseat the blue fiber cable to surgeon side console (ssc2). Upon booting, the left monitor showed the boot-up screen but then turned black. There were no external connections to the ssc, and the surgeon connected the simulator with the same result. The procedure was completed with no patient harm, adverse outcome or injury. The issue did not cause any delay.